Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an unexpected reset occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The elevated bg was addressed by changing out the site. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.